Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, an episode of r-wave oversensing was reviewed the resulted in an inappropriate shock. During the follow-up, the patient indicated they fell in (B)(6) 2017. Upon review of the device data, a slow decrease in pacing impedance measurements on the right ventricular (rv) lead was observed beginning after the patient's fall. The impedance measurements were now less than 200 ohms. The physician suspected the rv lead was dislodged. However, due to the patient's other medical conditions, the decision was made to reprogram the device and continue to monitor the patient appropriately. No adverse patient effects were reported.